Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with all relevant info.

Event description:
It was reported that after the stent implant was successfully deployed at the target lesion, the multi-link 8 stent delivery system (sds) balloon could not be completely deflated. When the device was being removed, there was resistance with the guiding catheter. However, the sds balloon was finally removed from the pt without an issue. Reportedly, there were no pt effects. Though requested, no add'l info was provided.